Event description:
The customer reported that the handle failure caused the equipment to not be able to discharge. The country contact clarified that the discharge plate of the paddle was damaged between the base and the discharge plate. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the handle failure caused the equipment to not be able to discharge. Additional details have been requested. There was no patient involvement.